Event description:
It was reported that the patient had an infection and was put on antibiotics for ''carrying bacteria.'' She also stated that she had a loss of therapeutic effect and she did not feel the stimulation from her implantable neurostimulator (ins). The patient was currently at 4.5 volts and was increased to 5.4 volts but still did not feel her stimulation. See was unable to make adjustments using her programmer, with or without the antenna attached. Additional information received on (B)(6) 2012 reported that the patient still experienced a loss of therapeutic effect. The patient met with her physician the day before where she was set at group 3. She had urgency all day yesterday with 3 heavy wetting episodes last night. The patient was changed to group 4 at 1.6 volts. She was going to try the new settings and evaluate her symptom relief. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Programmer model unknown, serial # unk, lead model 3093-33, lot # v661735, implanted: (B)(6) 2011, explanted: na.